Event description:
A customer reported an issue with incorrect time settings on their pump. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in values above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump's time and advised them to monitor and follow up if a significant time discrepancy recurs; the customer understood and acknowledged these instructions.